Event description:
It was reported that the device seal would not seal. Another device was used to complete the procedure. There was no patient injury. Additional information has been requested, but no additional information has been received. A follow-up report will be sent if additional information becomes available.